Event description:
The patient reported a bent cannula on her insulin infusion set. She discovered this when she changed her infusion set after receiving an occlusion message on her insulin infusion device. She stated she had not changed the infusion headset in 3 days. The patient was advised of the recommended change schedule for the infusion set, cartridge, battery cover and adapter. Troubleshooting did not find any issues with the product. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.